Manufacturer narrative:
There was no product malfunction reported by the user. The product was not returned and so could not be evaluated. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
An intra aortic balloon pump (iabp)was requested at the cath lab for an unstable patient. Connections were made as it should be and the linear 7.5 fr. 40 cc intra aortic balloon (iab) catheter auto-filled prior to the start. As the iabp was initiated an alarm went off with the following message: ¿'device electrical failure¿¿. The iabp could not be started and the physician started CPR. A second console was brought to the room and changed quickly and the iabp therapy was initiated. The same linear 7.5 fr. 40 cc iab catheter remained in use. However, on the second console the ECG trigger could not be used despite having the ECG slaved to the console. The pump used the pressure to trigger. Once the pump was brought to the ICU, the ECG signal was fine and the pump worked properly but the patient passed away a few hours later. The death was not attributed to the iab catheter by the facility. This report is for the iab catheter in use at the time of the patient death. There was no reported malfunction of the iab catheter device. The iab catheter was discarded by the facility, it was not retained for evaluation.